Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.0/+3.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports the lens tore during injection/delivery into the eye. On (B)(6) 2023 the lens was exchanged with a same length lens and this resolved the problem. There was no patient injury.